Event description:
Follow up information received reported that impedance testing was performed on the ins and were found to be within normal range. Re programming was performed in an attempt to better cover the patient's painful areas. No other interventions were planned at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient's implantable neurostimulator (ins) intermittently turned off unexpectedly. It was noted the patient did not use the patient programmer on a regular basis, but it was confirmed that when the ins was checked with the programmer, it was off. Impedances were measured and found to be normal. The patient stated that the stimulation still covered their painful area, but when it unexpectedly turned off, it took them "a few days" before they realized the stimulation was off. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, explanted: na. Product type lead. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37743, serial # (B)(4), product type programmer. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: na. Product type extension. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: na. Product type extension.